Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was visually inspected and no issues were noted. Due to the nature of the returned sample, no additional testing was performed. The reported condition could not be refuted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette was unable to detach from the transfer set. This issue occurred when ending peritoneal dialysis therapy. There was no patient injury, however the patient received antibiotics prophylactically. No additional information is available.